Manufacturer narrative:
The device history record (DHR) for lot p2436487 were reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient received a foley balloon to help ripen her cervix. It was inflated to the standard 60ml and when placed to tension, the balloon slipped out of the patient and it was discovered that the foley had popped inside of the patient. There was no patient injury reported.